Event description:
Following a ptca/stent procedure in 2003, a vasoseal elite was deployed. No bleeding or hematoma was noted post-deployment. The pt was given plavix and complained of nausea shortly after the plavix was given and vomited. The groin remained benign. The pt was then transferred to the e.r. Staging unit where the pt's blood pressure dropped. The pt complained of abdominal pain and developed hypotension. The right groin remained benign and the right pedal pulse was normal. A vascular surgeon was consulted and diagnosed a retroperitoneal bleed and advised surgical repair of the site. No damage to the vessel was found, however, it was reported that the vasoseal collagen was not in direct contact with the common femoral artery puncture site. The pt was stable following surgery and was discharged home.